Manufacturer narrative:
The returned device was evaluated and inspection of the cannula assembly found a tear in the exposed portion of the soft cannula which also resulted in a leak. It could not be determined when this damage occurred. Cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose above 14 mmol/l (252 mg/dl) while the pod was worn on the patient's abdomen for between 24 and 36 hours. As treatment, a new pod was applied and a bolus was administered.